Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided for reporting. This report is for (band aid kpp spot 10s 2015 ap 37131789). Lot number is not available. Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1 CT USA (B)(4)). (B)(4). Lot number = ni. Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1 CT USA (B)(4)). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consumer reported that, the edge of his nail melted for 3 to 4 mm after applying band aid kpp spot to the finger cheek part on (B)(6) 2018. Additionally, it was reported that consumer visited a hospital for treatment and according to the consumer, a physician at the hospital said, ¿it was not considered that the nail was melted but the old skin might have peeled off as the ingredients of (kpp) soaked into the skin. Physician recommended to leave the affected area as it is without any treatment. Therefore, no prescription was prescribed by the physician. The consumer stated that the nail looked to him as if it melted when looking the finger by himself and he had slight pain in melted part of nail.